Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: sixty-seven (67) devices were received for evaluation. Visual inspection was performed which observed 4 filled bags presenting unknown particles inside. Functional test including pressure test and clear passage test was performed no leak was observed.the reported condition was verified.the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) units of non-dehp fluid path intravia containers ¿had flecks of plastic in them¿. The containers were filled with vancomycin. This was identified prior to patient use. There was no patient involvement. No additional information is available.